Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The patient was reportedly discharged the same day as the procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. An event verification review for the account was performed and revealed that two ion endoluminal biopsy procedures were performed on (B)(6) 2022. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The error logs are not available for en0611 on (B)(6) 2022. Only partial logs are available from this system on (B)(6) 2022. No video/images were provided by the customer for review. This complaint is reportable due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and allegedly developed a pneumothorax. The cause of the complication is unknown. How the pneumothorax issue was resolved is unknown. The patient was reportedly discharged the same day as the procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.